Event description:
It was reported that during a lap donor nephrectomy procedure, the sleeve was torn when they removed it from the package when setting up for the case. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.